Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the electric plug of the transmitter exhibited burnt physical damage. The device would no longer be used. There were no adverse consequences to the patient.